Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation the electrode belt latch does not engage and stay secure with the monitor. This failure was due to a broken component in the trunk cable. The root cause for the damaged component could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt connector latch does not secure with monitor.